Event description:
The customer stated, that he tested his blood glucose using his 2 contour meters. The older of the two meters read 163 mg/dl, while the other meter read 63 mg/dl. The difference between the readings falls in the "d" zone of the parkes error grid, making the difference clinically significant. The customer did not allege any adverse events. No product info was provided for the test strips, but they are to be returned for evaluation. Replacement test strips were sent to the customer.